Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient saw their neurologist last week and they told the patient their ins "needed to be charged". There had been something wrong with their ins since earlier this month. Technical services explained to the patient ins was a primary cell battery and did not recharge. No patient symptoms or further complications were reported as a result of this event.